Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04225.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-04225. It was reported that the patient was not receiving adequate therapy. As a result, one of the patient's leads was explanted and replaced and the other was relocated. Therapy was restored post-op. It is currently unknown which lead was replaced.